Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recn0574 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient was hospitalized on (B)(6) 2018, and diagnosed with postoperative cerebral hemorrhage, epileptic seizure, lung infection, and severe malnutrition. On (B)(6) 2019, the patient underwent PICC catheterization from the left basilic vein under the guidance of ultrasound and along with the seldinger technique. 42 cm of the catheter was placed in the body with another 5cm externally and the tip at the 7th posterior rib. Normal maintenance was done during hospitalization, and no high-pressure injection was used. However, no blood could not be aspirated in recent days with occasional blood return. Resistance was met when the catheter was being flushed. On (B)(6) 2020, the catheter was withdrawn. In the process of removal, normal saline was used to flush the tube and gentle force was applied. However, the catheter was broken off at the 21 cm mark, with a part left in the body. Bandage was immediately applied above the puncture site and invited the radiology department to perform bed-side chest radiography and vascular color doppler ultrasound for location of the catheter. The general surgery department was invited for consultation and the catheter was withdrawn in the operating room

Event description:
It was reported that patient was hospitalized on (B)(6) 2018, and diagnosed with postoperative cerebral hemorrhage, epileptic seizure, lung infection, and severe malnutrition. On (B)(6) 2019, the patient underwent PICC catheterization from the left basilic vein under the guidance of ultrasound and along with the seldinger technique. 42 cm of the catheter was placed in the body with another 5cm externally and the tip at the 7th posterior rib. Normal maintenance was done during hospitalization, and no high-pressure injection was used. However, no blood could not be aspirated in recent days with occasional blood return. Resistance was met when the catheter was being flushed. On (B)(6) 2020, the catheter was withdrawn. In the process of removal, normal saline was used to flush the tube and gentle force was applied. However, the catheter was broken off at the 21 cm mark, with a part left in the body. Bandage was immediately applied above the puncture site and invited the radiology department to perform bed-side chest radiography and vascular color doppler ultrasound for location of the catheter. The general surgery department was invited for consultation and the catheter was withdrawn in the operating room.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed. One 4 fr groshong nxt catheter was provided for investigation. Dried blood residue was present on the surface of the catheter and within the tubing. White, cloudy discoloration was visible on the extension tubing. The clear material of the groshong catheter was also observed to have similar discoloration. A complete break in the tubing was present between the 21 and 22 cm depth markers. Microscopic observation of the break revealed the surface to be uneven and jagged. White material discoloration was visible along the break edges. The break surface characteristics suggest tensile forces during removal likely contributed to the break in the catheter. The event description indicates the device was in use for approximately 10 months. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since a split in the catheter was observed and likely occurred during removal of the device, the complaint is confirmed. The product instructions for use (IFU) contain catheter removal instructions which may have prevented the catheter break. The IFU states, " grasp catheter near insertion site.remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes. Resume removal procedure. Examine catheter tip for completeness and to determine that the entire catheter has been removed." A lot history review (lhr) of recn0574 showed no other similar product complaint(s) from this lot number.